Event description:
It was reported that tip detachment occurred. The target lesion was located in the left lower extremity. A 150cm, 8cm v-18 control wire guidewire was selected for use along with a 5fr non-boston scientific catheter. During the procedure, the physician was trying to cross the device into the lesion when the tip was sheared off and lodged in the superior left iliac artery. The tip was snared out and all parts were removed from the patient. The procedure was completed using an alternate device. No patient complications were reported. It was further reported that the vessel was heavily calcified. The patient was given 3000 units of heparin prior to attempting to cross the lesion. The wire was flushed in the protective coil prior to insertion with 2 units/ml heparinized saline. While trying to cross the lesion, resistance was encountered.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the left lower extremity. A 150cm, 8cm v-18 control wire guidewire was selected for use along with a 5fr non-boston scientific catheter. During the procedure, the physician was trying to cross the device into the lesion when the tip was sheared off and lodged in the superior left iliac artery. The tip was snared out and all parts were removed from the patient. The procedure was completed using an alternate device. No patient complications were reported.